Event description:
It was reported that post rx acculink stent implantation in the left internal carotid artery, the patient experienced right thumb and index finger numbness. No treatment was provided, but the event is continuing, unresolved. On (B)(6) 2012, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.